Manufacturer narrative:
The device is returning however has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip jumping. It was reported that during preparation of the clip delivery system (cds), upon unlocking of the clip, a click was heard and the clip jumped open. While attempting to establish final arm angel (efaa), the clip opened. The clip was locked, closed, and tested again, however failed efaa a second time therefore the cds was not used. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
The device was returned. All available information was investigated and the reported clip opening while establishing final arm angle could not be confirmed. The reported audible noise was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information provided and the returned device analysis, the reported clip jumping was a result of normal functioning of the device. The reported audible noise was the result of the clip jumping open when retracting the lock lever. A conclusive cause for the reported clip opening while establishing final arm angle cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.na